Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. The pull wires of the device were intact and were not damaged. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally, the device jaws would open and close properly despite the bent needle condition. The condition of the returned incident device was not consistent with the complaint; pull wire bent. However, the evaluation found that the needle was bent. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. Since the reported failure (pull wire bent) was not confirmed during device evaluation, this is not considered a reportable event. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, after advancing the forceps through the scope and into the patient, the needle and pull wire were found to be bent. No difficulty or resistance was felt while inserting or removing the device through the scope. No other device damage was visible. The forceps was withdrawn from the scope and patient, and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Reportedly, the device was not inspected/tested prior to use, and no tissue samples were collected with the complaint device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, after advancing the forceps through the scope and into the patient, the needle and pull wire were found to be bent. No difficulty or resistance was felt while inserting or removing the device though the scope. No other device damage was visible. The forceps was withdrawn from the scope and patient, and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Reportedly, the device was not inspected/tested prior to use, and no tissue samples were collected with the complaint device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. Olympus colonoscope with a working channel of 3.2 mm. (B)(4) for the reported event of wire bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).